Event description:
(B)(4). Starting almost immediately after essure was implanted, I had severe, lengthy bleeding each month about 20 days apart. Since then I have experienced extreme debilitating fatigue, joint pain, osteoporosis, skin rashes and itching, chronic pelvic pain, lower back pain, high levels of heavy metals. I have cysts and fibroid tumors. I will need a full hysterectomy and salpingectomy to correct this.